Manufacturer narrative:
(Clip failed to close). According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the second of two reported malfunctions, which occurred during the event. Refer to MFR report #3005099803-2009-00277 for details regarding the first device. According to the complaint, during the procedure the clip would open, but not close. The procedure was successfully completed with another resolution clip device. No pt complications were reported as a result of this event. The pt's condition was reported to be "fine."